Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a revision procedure wherein the physician took the lead out and inserted back in. Nothing was explanted or implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 21459495. Product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 20226939/20389877.